Manufacturer narrative:
Field service engineer (fse) investigated report that the table would not move and found the footswitch down pedal was stuck in the down position. Fse also found during system checkout that the coiled cable for the handswitch was needing replaced. Fse installed a new footswitch and hand control coiled cable, checked the unit for proper operation per service checklist and returned unit to full service.

Event description:
Customer reports via phone that staff were attempting to perform an undetermined urology procedure when the table movement failed. Staff moved the patient to another room, where physician completed the procedure without further incident. Customer would provide no further patient or procedural information, other than to say the patient is fine. No reported injury.